Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the pilot valve is causing an alarm and shutting down the unit, also the sieve beds have a bad odor. Additional details state no o2 light.